Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record review is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 04/2022).

Event description:
It was reported that during a stent placement procedure in right illiac, the stent graft allegedly disloged from the balloon catheter in the patient. It was further reported that the pta balloon was used to dilate the stent graft and placed in an uninteded location. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required investigation summary: the sample was not returned for evaluation. The result of the investigation is inconclusive for the reported dislodgement issue. The root cause for the reported dislodgement issue could not be determined based upon the available information received from the field communications. Labeling review: the instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. H10: (expiry date: 04/2022). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a stent placement procedure in right illiac, a sheath was not used to track to the lesion due to severe calcification and the stent graft dislodged from the balloon catheter in the patient. The pta balloon was used to dilate the stent graft and place in an unintended location. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required investigation summary: the sample was not returned for evaluation. The result of the investigation is inconclusive for the reported dislodgement issue. The root cause for the reported dislodgement issue could not be determined based upon the available information received from the field communications. Labeling review: the instruction for use for the lifestream product was reviewed and contains the following information relevant to the reported event: precautions ¿ the device should only be used by physicians who are trained in endovascular procedures and are familiar with the complications, side effects and hazards of peripheral vascular interventions. ¿ prior to device use, refer to the covered stent sizing table on the label and read the instructions for use. ¿ crossing the implant with catheters or other adjunct devices can result in covered stent dislodgement or damage. Potential patient/device adverse effects that may occur include, but are not limited to, the following: ¿ covered stent dislodgement from balloon during tracking procedure ¿ covered stent misplacement during placement procedure directions for use: site access and preparation ¿ using standard techniques access the artery and place an introducer sheath or guiding catheter of appropriate inner diameter and a 0.035" (0.89 mm) guidewire across the target lesion. Covered stent size selection ¿ select a covered stent diameter that is approximately 5%-20% larger than the largest reference vessel diameter at the proximal or distal target site. Refer to the sizing table on the packaging label for appropriate selection of the covered stent diameter and length. Endovascular system preparation ¿ carefully remove the selected device from the package. ¿ inspect the covered stent for adherence to the balloon and centered placement in relation to the balloon marker bands. If the covered stent is not centered and/or does not firmly adhere to the balloon, do not use. ¿ flush the delivery system guidewire lumen with sterile saline mixture until saline drops from the distal end of the endovascular system air evacuation ¿ a 20 cc or smaller luer-lock syringe with a minimum of 5 cc¿s sterile saline mixture is recommended for use for aspirating this device. ¿ with the distal balloon tip pointing down and positioned below the level of the syringe, pull negative pressure until all air is expelled. ¿ induce a negative pressure to remove any air from the balloon and inflation lumen. Repeat until all air is expelled.10. Carefully release to neutral. Allow the inflation lumen to fill with the diluted contrast medium and maintain a neutral pressure. Important: do not apply positive pressure to the balloon. ¿ attach the prefilled inflation device to the inflation lumen of the catheter hub, ensuring no air bubbles remain at the catheter connection. ¿ verify that the covered stent is still centered between the two radiopaque markers on the balloon catheter. Introduction of the endovascular system and placement of the covered stent ¿ advance the endovascular system over the guidewire into the introducer sheath. H10: d4 (expiry date: 04/2022), g3 h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a stent placement procedure in right illiac, a sheath was not used to track to the lesion due to severe calcification and the stent graft dislodged from the balloon catheter in the patient. The pta balloon was used to dilate the stent graft and place in an unintended location. There was no reported patient injury.